Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# v427154, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 05-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had their lead explanted on (B)(6) 2019 and it was discarded. The patient was experiencing a shocking sensation. In pre-op the patient commented that it might have been a product issue. The lead appeared to have physical damage to it like a nick of some sort. Additional information was received: it was reported that the patient reported the event to the rep. It was stated that the shocking sensation would occur when the patient was lying down. It was believed that the cause of the shocking was from when the patient got a surgery. There was possible damage to the lead from a previous surgery. It was also believed though that the issue was resolved by slowly ramping up their voltage. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v427154, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep reiterated much of the same information. They stated that the shocking was intermittent. There were no further complications reported.